Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Belt gel fault flags were observed in the download and evaluated. Per the attached flag files, the impedance during the first treatment was 66 ohms and the impedance during the second treatment was 63 ohms, well within normal operating impedance. The patient reported that the gel released during the treatment event. It was determined that these fault flags were unassociated with the inappropriate shock and not a reportable device malfunction. Download fault flags were identified, but downloading is a secondary function of the device and does not interfere with the device's ability to detect and treat a patient. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date : monitor: sn (B)(4): 01/09/2014 reuse; electrode belt: sn (B)(4): 10/07/2015 reuse. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shocks was improper response button use (patient pressed the response buttons after the first treatment was delivered and early in the detection sequence but not immediately prior to the delivery of the second treatment). The response buttons were pressed only after the first treatment was delivered. The response buttons were pressed earlier in the detection sequence but not immediately prior to the delivery of the second treatment. The response buttons functioned appropriately. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion; poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) ((B)(4) per patient-month with (B)(4) confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4). The lifevest detection algorithm complies with iec (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. The patient was in a skilled nursing facility at the time of the treatment event. Motion artifact contributed to the false detection. The response buttons were pressed only after the first treatment was delivered. The response buttons were pressed earlier in the detection sequence but not immediately prior to the delivery of the second treatment. The response buttons functioned appropriately. The patient remained at the skilled nursing facility and continued to wear the lifevest. The us distributor further reported that the patient developed bruising underneath all therapy electrodes after the treatment. The patient stated that the blue gel had released from all therapy electrodes during the treatment event. There was no alleged device malfunction. There is no indication that the bruise required medical intervention. The medical outcome of the bruise is unknown. There was no death or device malfunction associated with the inappropriate defibrillation event.